Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for bent pen needles. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 11/01/2023. Customer will hold on to 10 of the pen needles to send back to us and will go to her local pharmacy to seek a replacement. Customer has the flextouch and the kwik pen. Customer was informed that the flex touch is not a compatible device. Customer states she had the issue with both injectors. Customer states she does not believe that she got the correct dosage of insulin that day.

Manufacturer narrative:
Sections with additional information as of 21-apr-2020: updated FDA's method, result, and conclusion codes. Pen needles were returned for evaluation. No defect was detected. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she sent back a handful of pen needles and that she is currently using a competitor product.